Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis. The procedure was completed by moving the patient to another room at the time of event. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to perform geometry movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ecat was not receiving power. The fse installed ecat and loaded the software but after a cold reboot the system showed error indicating that motorized movements were unavailable. To address the error, the fse installed a new ecat safe drive and reloaded software, but the system showed errors pointing to a motor issue and the fse found the unit to be defective on arrival. To resolve the issue, the fse reinstalled new ecat, uploaded software and performed all necessary geometry adjustments. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.